Event description:
It was reported that the guidewire would not pass through the needle. There were knots on the guidewires and it was necessary to surgically remove the guidewires. There was injury to the right ij. The pt rec'd a transfusion of red blood cells.